Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing of noise that resulted in pacing inhibition. Programming changes were completed. The patient was stable and asymptomatic.